Event description:
Rv lead fracture resulting in two vf episodes due to noise with aborted shocks. In-office check confirmed this and the ICD therapy was turned off. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.